Manufacturer narrative:
During follow up, it was found that no additional information related to the patient was available. However, it was stated that no other secondary surgeries were scheduled and the patient was doing well. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated in the right eye (od). The iol was implanted at 88 degrees and at 2 days post-operative, it was at 108 degrees. It was reported that the patient¿s vision is not good. Od: refraction post op -1.50 +2.5 x 20. The iol was repositioned twice on (B)(6) 2017 and again on (B)(6) 2017. There were no sutures, no vitrectomy, no enlargement of the wound. The patient had to have capsular tension rings (ctr) implanted when the lens was repositioned the second time. No additional information was provided to abbott medical optics.